Manufacturer narrative:
Complaint evaluation was completed on 6/6/2024: it was also noted during the event log review that the pump was found to undergo an abrupt power off, which can be seen below on event line 365: event 365: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on its own. Functional testing did confirm the reported condition, device does not meet specification. A CAPA has been opened in order to fully investigate and address the root causes of the reported event. The pump's records were reviewed, as all previous test records were reviewed and all were found to have passed, with manufacturing final testing being completed on 11/09/2022.

Event description:
During product evaluation on june 6, 2024, it was determined that device abruptly power itself off.